Manufacturer narrative:
Based on the device log analysis for the reported date of event, the supervisor function of the device detected a deviation of the motor and forced a shutdown of automatic ventilation. The shut-down was accompanied by a corresponding alarm. The ventilator motor was requested for investigation. The problem could be confirmed by investigating the replaced motor. The motor has developed contact problems between the collector and the carbon brushes which causes speed fluctuations. These speed fluctuations result in a deviation between measured and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. The device design allows manual ventilation with the built-in breathing bag including gas dosage even in switch-off state - the user is able to at least bridge the patient support until a replacement device can be introduced. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that after starting induction to patient an "ventilator failure" occurred. Patient was ventilated manually. No injury reported.

Manufacturer narrative:
The investigation was just started. The result will be forwarded once the investigation is closed.

Event description:
It was reported that after starting induction to patient an "ventilator failure" occurred. Patient was ventilated manually. No injury reported.